Event description:
It was reported that the customer's blood glucose (bg) was 12 mmol/l and ketones were present. Cause was not known. Customer delivered a bolus via the pump and administered an insulin injection to address bg. Customer went to the emergency room (ER), and healthcare provider identified ketone level as dangerous. Customer was treated with intravenous saline and insulin. Elevated bg/ketones resolved with no injury to the customer. Customer was discharged from the ER the same day. Customer declined technical support's offer to perform a pump system check.